Event description:
It was reported the device did not have any pressure. No patient injury or involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a cracked CPAP (continuous positive airway pressure) knob, battery cover and front panel. The input manifold was loose on the bottom chassis. The customer stated problem was duplicated. Replaced small knob, battery cover, and front panel. Replaced faulty input manifold, piezo sensor and function switch. Reset patient pressure cycling led (light emitting diode) and adjusted peep (positive end expiratory pressure) control valve and frequency control to tolerance. The cause of the reported problem could not be determined. No previous services history was found. The manufacturing DHR (device history review) is not relevant to the investigation due to the age of the device., corrected data: e4: correction: customer reported to FDA: no information